Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device failed the tool coupling ((B)(4)) assessment. It was observed that the carrier shaft was completely worn and the cylindrical pin was bent. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to normal wear out from use. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Gtin is unavailable as the product made prior to compliance date; (B)(4). (B)(6). The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an unspecified surgical procedure, it was observed that the quick coupling device would not secure the drill bit device. There were no delays to the surgical procedure as a spare device was available to complete the surgery successfully. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.